Manufacturer narrative:
The reference device will not be returned to the service center for evaluation as it was discarded after the procedure. The cause of the reported event cannot be determined. The instruction manual states in the "coagulation" section "if output cannot be activated when the instrument is combined with the electrosurgical generator, inspect the electrosurgical generator as described in it¿s instruction manual. Switch the electrosurgical generator on. Press the foot switch to activate output and perform the coagulation. Cauterize the target tissue. Switch the electrosurgical generator off. Remove the plug from the electrosurgical generator¿s plug connector."

Event description:
The service center was informed that during an unspecified procedure, when activated to treat the patient¿s bleeding the probe would not generator output. The probe was attached to the competitor¿s generator when activation was attempted. The patient¿s bleeding was treated with a different probe and the intended procedure was completed.

Manufacturer narrative:
This supplemental report is being submitted to report the additional information from the original equipment manufacturer (OEM). The reported failure can likely be attributed to the third-party generator and/or adapter cord. Neither were returned to the service center for evaluation.